Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-oct-02, information was received from a patient receiving fentanyl (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported that the patient has been having volume discrepancies with the pump when they would do a refill. The patient first stated this occurred "about 6 months ago", then stated "maybe a year or so ago", then stated "maybe longer than that". The patient stated that the pump had not been delivering as much medication as it was supposed to and that the healthcare professional (hcp) has been taking out 1/3 of the medication at each refill. The patient stated the pump was not helping with the pain. The patient stated they were scheduled for surgery on (B)(6) 2020 and they were checking to see if there was an issue with the pump or catheter and they would replace what needed to be replaced.